Event description:
It was reported that the ventilator would not ventilate the patient. The respiratory therapist removed the patient from the ventilator before transport. No patient harm reported. It is unknown if the ventilator alarmed when the reported problem occurred.